Manufacturer narrative:
An event of patient stroke was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2010, a 21mm sjm trifecta valve was implanted. On (B)(6) 2020, the patient experienced a stroke. The patient was hospitalized and thrombectomy was performed but was not successful. Thrombolytic therapy was given. The patient has no history of strokes. The patient is stable however, has hemiparesis as a result of the stroke. Based on the reported information, it is unknown if the adverse event was related to the performance of the trifecta valve. This is being conservatively reported pending additional information.